Event description:
The following information was reported: balloon popped on 2 devices at 2nd stop (arteriotomy). During prep, the black marker on the inflation indicator was fully exposed. Resistance was encountered while inserting the device and while pulling back. Manual compression for 30 minutes or less was applied. The patient was not hospitalized. Procedure type: intervention peripheral vessel size: 6 mm sheath size: 6f stick location: medium.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). Note: pi number is unknown as the lot number was not provided. See MDR report # 3004939290-2014-01003 for the first device.